Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill driver broke while the surgeon was drilling for a screw. The patient had hard bone. All the pieces were recovered. A new instrument was opened to finish the procedure.

Manufacturer narrative:
(B)(4). This report is being submitted to relay a correction. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current manufacturer. This event will be reported by medwatch facility warsaw biomet (B)(4).

Event description:
It was reported the drill driver broke while the surgeon was drilling for a screw. The patient had hard bone. All the pieces were recovered and a new instrument was open to finish the case.